Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle suture was placed successfully. A second prostyle suture was replaced yet the foot did not fully retract. The footplate lever was lowered and the feet were not fully closed. Bleeding was noted to be more than pulsatile and was controlled with a 12f sheath. The evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was confirmed. The difficulty to remove is related to case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. Reportedly, the device had trouble when attempting to be removed from the patient anatomy and force was used to remove it. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely an interaction with the vessel displaced the foot during closure inducing the difficulty to open or close and the difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle suture was placed successfully. A second prostyle suture was preplaced yet the foot did not fully retract. The footplate lever was lowered and the feet were not fully closed. Bleeding was noted to be more than pulsatile and was controlled with a 12f sheath. The evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: there was resistance removing the prostyle. No additional information was provided.